Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 510 mg/dl. Patient's current blood glucose is 536 mg/dl. Customer think the high blood glucose are due to not getting insulin because of bent cannula. Customer declined to troubleshoot due to bent cannula. The insulin pump will not be returned for analysis.